Event description:
It was reported that the silicone rubber part of oversleeve was found to be come out from the distal tip of oversleeve when checking the cause of improper dripping. Then the device was exchanged to another one. There was no reported patient injury.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the compression sleeve separated from the connector was confirmed, but the exact cause could not be determined. One single-lumen groshong nxt connector was returned for investigation. The distal connector was attached and secured to the proximal connector; however, both the strain relief oversleeve and the blue compression sleeve were received separate from the assembled connector. Evidence of use was observed on the connector. The catheter was not returned with the connector. The connector was disassembled, and the blue compression sleeve was reinserted within the distal connector. The connector was assembled to an unused groshong catheter and a functional test revealed that the catheter and connector were patent to infusion and no leaks were observed in any portion of the catheter. The length of the compression sleeve was within specification. Since the compression sleeve was received separate from the connector, the reported event was confirmed; however, the exact cause could not be determined. A lot history review (lhr) of reen1196 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reen1196 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the silicone rubber part of oversleeve was found to be come out from the distal tip of oversleeve when checking the cause of improper dripping. Then the device was exchanged to another one. There was no reported patient injury.